Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that it was difficult to interrogate the pulse generator. After another attempt, the device could be interrogated and it exhibited backup vvi operation. The device was explanted and replaced.